Event description:
The patient reported that he has experienced side effects since implant, including pain in his thighs. Drug dose titration was attempted; dilaudid was in the pump. The drug was subsequently removed and replaced with saline but he continues to have side effects. The patient also reported going through "withdrawals" and was very ill when the medication was removed. The patient will follow-up with the hcp and will have the pump removed.